Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), ovarian cyst ruptured ('ruptured cyst ovari') and appendicitis ('appendicitis') in a 47-year-old female patient who had essure (batch no. 740653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdomen pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2016, the patient experienced appendicitis (seriousness criterion medically significant) and was found to have uterine neoplasm ("uterine tumor") and ovarian germ cell teratoma benign ("ruptured cystic ovarian teratoma"), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant) and gastrointestinal disorder ("gi (gastrointestinal) conditions") and was found to have uterine leiomyoma ("fibroids, fast-growing"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and uterine artery embolization). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, ovarian cyst ruptured, abdominal pain lower, vaginal haemorrhage, gastrointestinal disorder, uterine neoplasm and ovarian germ cell teratoma benign had resolved, the appendicitis and uterine leiomyoma outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, appendicitis, gastrointestinal disorder, menorrhagia, ovarian cyst ruptured, ovarian germ cell teratoma benign, uterine leiomyoma, uterine neoplasm, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had received treatment for following events menorrhagia (heavy menstrual bleeding), gi (gastrointestinal) conditions, weight gain and tumors. Left ostia- 4 coils were noted. Current weight 192 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Computerised tomogram - on an unknown date: found to have acute appendicitis. However she also was noted to have about a 8 cm posterior uterine mass, unsure of etiology of this, fibroid versus malignancy versus other. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- appendicitis, fibroids, menorrhagia, leiomyoma. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received. Lot number was added. New events: abnormal bleeding (vaginal), fibroids, fast-growing, lower abdomen pain, appendicitis, uterine tumor, ruptured cystic ovarian teratoma were added. Lab data added. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), ovarian cyst ruptured ('ruptured cyst ovari') and appendicitis ('appendicitis') in a 47-year-old female patient who had essure (batch no. 740653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In june 2013, the patient was found to have weight increased ("weight gain"). In january 2014, the patient experienced abdominal pain lower ("lower abdomen pain"). In october 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2016, the patient experienced appendicitis (seriousness criterion medically significant) and was found to have uterine neoplasm ("uterine tumor") and ovarian germ cell teratoma benign ("ruptured cystic ovarian teratoma"), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant) and gastrointestinal disorder ("gi (gastrointestinal) conditions") and was found to have uterine leiomyoma ("fibroids, fast-growing"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and uterine artery embolization). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, ovarian cyst ruptured, abdominal pain lower, vaginal haemorrhage, gastrointestinal disorder, uterine neoplasm and ovarian germ cell teratoma benign had resolved, the appendicitis and uterine leiomyoma outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, appendicitis, gastrointestinal disorder, menorrhagia, ovarian cyst ruptured, ovarian germ cell teratoma benign, uterine leiomyoma, uterine neoplasm, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had received treatment for following events menorrhagia (heavy menstrual bleeding), gi (gastrointestinal) conditions, weight gain and tumors. Left ostia- 4 coils were noted. Current weight 192 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Computerised tomogram - on an unknown date: found to have acute appendicitis. However she also was noted to have about a 8 cm posterior uterine mass, unsure of etiology of this, fibroid versus malignancy versus other. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- appendicitis, fibroids, menorrhagia, leiomyoma. Lot number: 740653 manufacturing date: 2010/05 expiration date: 2013/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), ovarian cyst ruptured ('ruptured cyst ovari') and appendicitis ('appendicitis') in a 47-year-old female patient who had essure (batch no. 740653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdomen pain") and pelvic pain ("pain pelvic"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2016, the patient experienced appendicitis (seriousness criterion medically significant) and was found to have uterine neoplasm ("uterine tumor") and ovarian germ cell teratoma benign ("ruptured cystic ovarian teratoma"), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant) and gastrointestinal disorder ("gi (gastrointestinal) conditions") and was found to have uterine leiomyoma ("fibroids, fast-growing"). The patient was treated with surgery (appendectomy, hysterectomy (full), salpingectomy (bilateral) (B)(6)2016 and uterine artery embolization). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, ovarian cyst ruptured, abdominal pain lower, vaginal haemorrhage, gastrointestinal disorder, uterine neoplasm and ovarian germ cell teratoma benign had resolved, the appendicitis, uterine leiomyoma and pelvic pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, appendicitis, gastrointestinal disorder, menorrhagia, ovarian cyst ruptured, ovarian germ cell teratoma benign, pelvic pain, uterine leiomyoma, uterine neoplasm, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had received treatment for following events menorrhagia (heavy menstrual bleeding), gi (gastrointestinal) conditions, weight gain and tumors. Left ostia- 4 coils were noted. Current weight 192 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Computerised tomogram - on an unknown date: found to have acute appendicitis. However she also was noted to have about a 8 cm posterior uterine mass, unsure of etiology of this, fibroid versus malignancy versus other. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 740653 manufacturing date: 2010/05 expiration date: 2013/05 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: newly added events- pelvic pain female. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("gi (gastrointestinal) conditions") and was found to have weight increased ("weight gain") and neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, gastrointestinal disorder, weight increased and neoplasm had resolved. The reporter considered gastrointestinal disorder, menorrhagia, neoplasm and weight increased to be related to essure. The reporter commented: she had received treatment for following events"menorrhagia (heavy menstrual bleeding), gi (gastrointestinal) conditions, weight gain and tumors". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: (unspecified): bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event ¿menorrhagia (heavy menstrual bleeding), gi (gastrointestinal) conditions, weight gain and tumors¿. Reporter¿s information, demographics, lab data, essure indication (amended) and essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.